Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the plastic is weak, and it breaks on the corners.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Patient retained a foreign object.

Event description:
It has now been reported that the patient retained a fractured portion of the device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; however, a photograph of the device was received showing that a piece from the impactor head had fractured. The lot has been in the field for approximately 12 years and 1 month. It is unknown for how many times the device is being used. Device history records were reviewed for any deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history review for part identified sixteen other complaints for fracture and one other complaint for lot search for the similar issue. Surgical notes were not provided; it is unknown whether the surgical technique was followed. Per the instrument/provisional use and care package insert instruments should carefully be inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments subject to high loads or impactions. The damage to this device can most likely be attributed to normal wear and tear. However, a definitive root cause cannot be determined with the information provided.